Manufacturer narrative:
H3 other text : logs were deleted in system.

Event description:
It was reported that the deviation between the philips fast algorithm for spo2 and blood gas measurements were too large. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported. Philips response service engineer (rse) spoke to the customer. The engineer was unable to confirm the reported issue. They needed to check the event logs however they were overwritten ad the patient data is deleted after 7 days and there were no logs were available to review.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the deviation between the philips fast algorithm for spo2 and blood gas measurements were too large. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.